Event description:
A report that the patient's precision system was explanted, was received. The patient was explanted due to staph infection.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.